Event description:
A surgeon reported that during multiple cataract procedures (number not specified), the lances were noted to be blunt and were unable to go through to cornea. Each time, a new lance was obtained to complete the case. There was no harm to the pts. The surgeon declined to provide any additional info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).